Event description:
It was reported that the patient had pain in the area of extension connection. It was reported that the patient experienced intermittent stimulation, overstimulation, and a shocking/jolting sensation. It was noted that impedance testing and reprogramming were performed. It was noted that the device system remained implanted. It was noted that the patient was planning on making an appointment on november 11 to speak with a physician. It was reported that the patient¿s status was alive with no injury the time of report. It was noted that with regards to the pain, there was a positional change with cervical spinal cord stimulation. Additionally it was reported that the patient noticed a difference in amplitude when she passes inventory scanners at the grocery store. Additional information reported that the cause of the pain was not determined, but it "appeared to be positional for amplitude change." It was reported that reprogramming did not resolve the issue and the patient was going to see the physician on the day of report. It was reported that the patient was "ok" and receiving relief from pain but would like to increase the amplitude. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).